Manufacturer narrative:
The device was returned to the MFR for repair and eval. The service record indicates that the device was manufactured on (B)(4) 2004 and was last repaired on (B)(4) 2013 for a non-related issue. Eval of the device observed that the device was missing width plate screws, there was damage to the head of the device and the device did not operate. Prior to repair, the device was outside calibration specs at all tested thickness settings and on the side to side calibration setting. In post-repair, slight corrosion of the exterior motor casing was observed. The motor initially did not operate; however, manual manipulation of the shaft allowed the motor to temporarily operate drawing amps and volts outside motor voltage specs. The motor became hot during testing. The power switch passes continuity testing. Customer did no return a power supply with the device. Given corrosion on the motor casing, it is likely that the interior of the motor was corroded as well and damaged over time, most likely causing the customer's reported event. The cause of the corrosion was likely due to the entry of moisture within the hand piece. Improper handling related to cleaning or sterilization of the unit most likely allowed moisture to enter the hand piece. In addition, improper handling likely caused the lack of calibration of the unit. No info was obtained regarding customer's cleaning or sterilization practices; however, improper cleaning or sterilization could have caused the corrosion on the motor. The device was serviced and returned to the customer.

Event description:
It was reported that the zimmer electric dermatome did not have enough power. No add'l clinical info was received prior to this report. If add'l info is received, a follow up medwatch will be submitted.